Manufacturer narrative:
Medtronic received additional information that following implant of this transcatheter bioprosthetic valve, during removal of the delivery catheter system (dcs), the tip of the dcs caught on the valve, dislodging the valve and causing moderate paravalvular leak (pvl). The valve was snared to above the sinotubular junction (stj).

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged upon release from the paddle pockets, and was snared to above the sinotubular junction (stj). A non-medtronic valve was implanted valve-in-valve with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.